Event description:
Caller reports the expiration date printed on the comfort curve strip vial is 5/31/08. MFR reports the expiration date is 5/31/07. No adverse event reported. Requested return of suspect device and replacement was sent.